Manufacturer narrative:
Concomitant medical products: product ID: 37714, serial#: (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient and their friend/family regarding the patient with an implantable neurostimulator (ins) for non-malignant pain and spinal pain. It was reported that the patient was having poor/no telemetry with recharging and poor communication. The patient reported that both of their implants were not charging. They stated that they had 3 rechargers and all of the rechargers showed the reposition antenna screen when they tried to charge the stimulator (patient services commented that this was the suspected screen the patient was seeing based off of their description, but was not confirmed by the patient). It was reported that the last time the patient was able to successfully charge their device was ¿about three weeks ago¿. The reason for not charging was due to unrelated medical issues. They stated that they didn¿t charge because they had 22 polyps removed two months ago from colon cancer. The caller noted concern that they hoped that ¿the patient was grounded correctly during use of electrocautery)¿ when the polyps were being removed and hoped the stimulator wasn¿t damaged because of this. The patient was redirected to follow-up with their healthcare provider (hcp) to address the possible over discharge. No symptoms were reported. The event occurred about two weeks ago in (B)(6) 2019. No further complications were reported/anticipated.